Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error messages when delivering basal rates. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had chips on body near screen and received random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, self test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or unexpected error message noted. (B)(4).